Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was further reported that the right ventricular (rv) lead exhibited high thresholds and no capture. It was also reported that the right atrial (ra) lead exhibited a failed atrial lead position check and no capture.